Event description:
The biomedical engineer reported the ventilator alarmed and the monitor was blank while in use on a patient. The customer reported there was no patient harm. As the device was out of warranty, the biomedical engineer contacted the manufacturer's product support (pse) regarding the device event. The biomedical engineer reported the unit was going vent inop during power on self test (post). Pse recommended evaluation of the motor controller to data acquisition cable, and motor controller / cpu pcb boards for replacement. The biomedical engineer reported the problem was corrected by replacement of the cpu pcb board.

Manufacturer narrative:
Out of warranty; no request for manufacturer's service. Results: no results obtained from customer.